Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device dwell four of five of peritoneal dialysis therapy. The patient was connected. Troubleshooting determine there was solution leaking at the homechoice door, underneath the seated cassette. The technical service representative assisted the patient in clearing the alarm by cycling power on the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.